Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that there was no rpm displayed. A rotablator console was selected for use. During procedure, it was observed that the rotation speed did not appear while the rotaburr was rotating. It was further noted that the speed could be adjusted; however the numbers seemed to be burned out and was not visible. No patient complications reported.